Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be repositioned due to an unknown product performance issue. However, during the revision the physician experienced difficulties to redeploy the helix. The lead was explanted and replaced as result.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was attempted to be repositioned due to an unknown product performance issue. However, during the revision the physician experienced difficulties to redeploy the helix. The lead was explanted and replaced as result. Additional information stated the rv lead was attempted to be repositioned because of physician preference/mapping during case. There was no product performance issue prior to the reposition.